Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform 60 stapler instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the sureform 60 stapler instrument (part # 480460-09 / lot # l92210503 0244) associated with this event has been performed. Per logs, the sureform 60 stapler instrument was last used on (B)(6) 2022, on system (B)(4) for an esophagectomy transthoracic (chest anastomosis) surgical procedure. The alleged event occurred on the 2nd use of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic (chest anastomosis) surgical procedure, the sureform 60 stapler instrument could not be used because the jaws would not open. The customer noted that the instrument was not clamped on tissue when the issue was identified. The procedure was completed with no report of patient injury. Multiple follow-up attempts to obtain additional information were performed. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument (part#480460-09/ lot# t90211110 0076) and completed the investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of opening the stapler jaws. The instrument logs did not show any errors on (B)(6) 2022 with system sk2781. No damage was found at the wrist assembly. The sureform 60 stapler had no initialization issues or errors/faults occurred during in-house testing. The stapler moved intuitively with the full range of motion in all directions. The grips opened and closed properly. Clamping and firing passed twice. The staple formation on the test sheet was proper.